Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows shown blue screen. A field service engineer mentioned that work order was incorrectly created as customer required customer support center (csc) to investigate. Then a technical support specialist (tss) dialed in and reviewed the data synchronization and anesthesia application logs, found no error messages but confirmed that the station rebooted once. Tss then checked the event viewer and identified event identification (ID) 1001 (bug check), noting that a similar event had previously occurred. To address potential system file issues, tss ran sfc and dism scans, both of which were completed successfully, with windows resource protection reporting that corrupt files were found and repaired. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system failed during a surgical procedure, which delayed patient care and medication dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.